Manufacturer narrative:
The pump alarmed compromised force sensor system during the basic occlusion test due to loose/protruded drive support disk. Pump passed the displacement test. Unable to perform the prime test, occlusion test and no delivery test or verify prime anomaly due to the compromised force sensor system alarm. Pump had cracked battery tube threads, cracked reservoir tube lip, minor scratched display window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose at the time of incident it was 485 mg/dl. The customer declined troubleshooting on insulin pump for high blood glucose. The customer reported that the insulin pump alarmed compromised force sensor system. The customer stated that the insulin was "squirting out" during the manual prime process. The drive support cap was normal. The insulin pump will be returned for analysis.